Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument's jaws would not open. The procedure was completed but the patient outcome was not provided. Isi followed up with the initial reporter and obtained the following additional information: this damage was only noted in our sterile processing department. No tissue or patient was involved. No damage was reported to me until it was being reprocessed and the individual testing it saw the jaws would not open.